Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), the expiration date and lot number listed on the boxes was different than the expiration date on the bottles. No patient impact reported.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; d.9:device eval by manufacturer? Yes; d9: returned to manufacturer on: 2024-january -24th. H.6 investigation summary catalog 442023; batch no. 3074449 & 2347839. Authorized distributor supplied 3 boxes of bactec media (plus aerobic 442023) to institute. When customer opens the boxes, expiry mentioned on 100 bottles (2 boxes) was different. Outside the box batch number and expiry mentioned - 3074449 and 22dec2023. Inside the box batch number and expiry mentioned on bottles - 2347839 and 30sept 23. Returned good samples were received. The batch from the carton label did not match the batch from the vial label. The cases were sealed with tape on the outside. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples (3074449) when visually inspected for correct batch and expiration date. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch history records were reviewed, and all testing were within specification for product release. Retention samples for batch 2347839 were not available for evaluation since the batch its expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. There are controls in place to avoid events like this. The labeling operation shift leader must ensure that the batch number in the batch control record (bcr) is the same as the batch number of the bottles carts to be labeled. Inspections are performed to remove obvious defects, including cap seal defects (i.e. Cap seal and color). Process control technician performs inspections for correct batch numbers, expiration dates, case completeness, case damage, legible carton and label batch information. Tape it's not used in the packing process for bactec plastic product. Boxes are assembled by the machine and the sides are sealed with glue. Complaint is confirmed. No corrective actions were required. The product was counterfeited outside of bd cayey. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), the expiration date and lot number listed on the boxes was different than the expiration date on the bottles. No patient impact reported.